Event description:
It was reported that the patient's implantable pulse generator (ipg) continually turned itself off and the patient had difficulty keeping the ipg charged. A database analysis of the ipg showed no anomalies but indicated that the ipg had been magnetically reset numerous times. The patient was advised to take precautions around magnets and to keep a diary of resets. The patient ultimately underwent an ipg replacement and was doing well post-operatively.

Event description:
It was reported that the patient's implantable pulse generator (ipg) continually turned itself off and the patient had difficulty keeping the ipg charged. A database analysis of the ipg showed no anomalies but indicated that the ipg had been magnetically reset numerous times. The patient was advised to take precautions around magnets and to keep a diary of resets. The patient ultimately underwent an ipg replacement and was doing well post-operatively.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that there was no anomaly detected with the ipg. The ipg was most likely in close proximity to a magnet or it was exposed to electromagnetic interference, which resulted in multiple magnet resets. Device history record review: a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the return ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. A review of the patient's data indicated that the battery depletion rate was within the expected range. Review of the system data log revealed that the ipg was magnetically reset numerous times. The ipg was in close proximity to a magnet which resulted in multiple magnet resets. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU). Additionally, electromagnetic interference, strong electromagnetic fields can potentially turn the stimulator off, or cause uncomfortable or jolting stimulation or affect wireless communication is noted within the IFU as a potential complication associated with the use of the device. Investigation conclusion: based on the provided information, engineers determined the ipg passed all tests performed. In the lab, there were no occurrence of magnet reset on the ipg or any type of reset aside from the one performed during the functional test. The ipg was in close proximity to a magnet which resulted in multiple magnet resets.